Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. It was found that the display has missing pixels, and the top case was damaged. The pump event history log identified a motor not running error. Occlusion test was performed and the reported issue was duplicated. The root cause of the reported issue was found to be the pinched stepper motor wires and incorrect assembly of delrin washer by customer. Actions were taken to mitigate the reported issue: replaced stepper motor and delrin washer, also replaced motor bracket, worm gear, leadscrew and clutch halves for preventive. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that a motor run error occurred. No patient injury was reported.